Event description:
Emergency medical svc personnel were attending to a pt in cardiac arrest. Allegedly during an attempt at monitoring the pt, the device did not display the pt's rhythm. A backup device was used to continue treatment to the pt, however the pt was not resuscitated. It was reported there was a 7 min delay until the backup device arrived and there was no monitoring of the pt electrocardiogram during this period of time. A second report indicated that after cycling power several times, the device did properly display the appropriate rhythm. Resuscitative efforts continued for 41 mins until the arrest was terminated by the physician. The rptr did not allege the reported malfunction caused or contributed to the pt's death.